Event description:
It was reported that the customer had low blood glucose levels. Customer's blood glucose level was 59 mg/dl. Customer stated that she's been having lows every morning and that her doctor did a different carb ration. Customer stated that should just change out the pump based on the doctor's decision. Customer stated that she can handle lows down to 26 mg/dl. Customer does not want to troubleshoot the pump at all and wants the pump replaced because those were the doctor's orders. Customer had candy corn and peanut butter and jam since that usually helps as treatment. Customer stated that the pump was exposed to an MRI. Pump passed displacement test. Customer was advised to monitor the pump and call back if issues persist. Customer needs to speak with health care professional regarding settings that need to be adjusted. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.